Manufacturer narrative:
(B)(4). The products associated with this reported event were not returned for examination. The product codes and lot codes required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medwatch report (B)(4) states: during right total knee revision, the trial component from size 3 mobile bearing revision tray, 32 mm tibial sleeve and 14mm x150 mm stem became stuck. Trial implant was placed without difficulty and femoral preparation completed by confirming appropriate rotation. Initial trialing reassuring, until tibial trial could not be extracted. Implant set had no standard way of attaching a slap hammer to the trial. After multiple attempts with different modalities the surgeon was able to get depuy srom extraction device to stick within the sleeve portion of trial and to extract with a slap hammer. The surgery was extended two hours. The different modalities attempted included, cutting out tibial component with metal-cutting burr, drilling metal component and drilling metal component with drill bits from machine shop in attempt to place tap device to use with slap hammer.